Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A 3.00x38mm promus premier¿ stent was selected to treat the lesion. However, the stent delivery system was unable to cross the lesion and it was noted that the stent was defective.